Manufacturer narrative:
The t:slim x2 user guide states: "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing blood glucose (bg) levels in the 300's (mg/dl). The customer reported adjusting the settings without consulting the healthcare provider to keep bg levels within "target range" after consuming food. The customer delivered a bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss settings adjustments.